Manufacturer narrative:
The lot was manufactured from october 29, 2019 - october 30, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during a patient infusion. Reportedly, the device was still not empty after just under 48 hours. The device had been filled with 93.12ml 5-fluorouracil (5-fu) and 136.88ml 0.9% sodium chloride (nacl) to a total fill volume of 230ml (after preparing and attaching the pump, the total volume was 225ml). The remaining volume was estimated by the staff to have taken between 1 and 1 ½ additional hours to infuse. There was no patient injury or medical intervention associated with this event. No additional information is available.